Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneous high carbon dioxide (co2) results generated on the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory; hence no patient treatment was impacted by the event. The samples were repeated on an alternate instrument and lower results within normal range were obtained and reported. Patient's results are not available.

Manufacturer narrative:
Co2 failed calibration; the customer replaced the reagent and recalibrated the assay. Qc results were high. Hotline advised the customer to change the co2 membrane and co2 reference electrode. Customer stated issue has been resolved.